Manufacturer narrative:
On (B)(6) 2020, mentor became aware that both devices were intact upon removal. Hence, field h6 device code has been updated from "rupture" to "adverse event". This report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/20/2020, device re-valuation was completed. During visual evaluation of the device it was observed a crease in anterior view. No other anomalies were discovered. A crease/fold failure may be the result of the continuous and sustained stresses to the device. An investigation of the returned device was performed, and mentor could not uncover any device failure that could be connected to the reported medical symptoms. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, device evaluation was completed. Device evaluation summary: during evaluation of the device it was observed a crease in anterior view. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were discovered. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/29/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral breast implant rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a 500cc mentor memorygel breast implant and was presented with bilateral breast implant rupture postoperatively. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s left-sided device.